Manufacturer narrative:
A review of the device history records is currently being performed. The device has not been returned to the MFR to date. The investigation is currently underway.

Event description:
It was reported that the pta balloon dilatation catheter was advanced to a lesion in a calcified distal popliteal artery and could not be inflated. The balloon catheter was removed through the sheath in its entirety without incident and a competitor's balloon catheter was used to complete the procedure. It was also reported that after removing the balloon catheter from the sheath, it was observed that the balloon was almost circumferentially detached from the catheter. There was no report of injury to the pt.